Event description:
It was reported that the lead had unacceptable thresholds. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies were found; the full lead was returned for analysis. The outer insulation had cosmetic environmental stress cracking. There was blood/body fuid found on the helix and sleevehead.